Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of a maxzero leak was confirmed. The set and components were inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. The maxzero contained small crack and fractures around the female luer inlet surrounding the blue piston. Functional testing confirmed leaking from a crack on the maxzero component. The cause of the leak was a vertical hairline crack along the top of the female luer inlet surrounding the blue piston and along the threads of the maxzero luer. The root cause of the crack was not identified.

Event description:
The customer reported that the maxzero independent valve that is connected between the PICC line and the trifuse tubing cracked and leaked onto the patient's bed. Although the PICC line had to be removed due to blood back flow which clotted the line.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that they are experiencing maxzero leaks at the connection to the PICC line. There was no report of patient harm.